Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and nausea; low bg value was not known. The cause of the low bg was due to the customer delivering a 10-unit bolus while being distracted. The customer contacted a healthcare provider to receive guidance on how to address the low bg. Customer consumed carbohydrates and a glucose packet/gell to address the low bg. Customer's bg levels resolved.